Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 7 months after the dental implant was installed in intraoral region #10 it was verified its non- osseointegration . The 80 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).